Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were contacted their healthcare professional due to high blood glucose event. The customer's blood glucose level was 300 mg/dl which was treated with insulin pen. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer alleged the insulin pump was under delivering insulin. The displacement test passed. The insulin pump will not be returned for analysis.